Manufacturer narrative:
The device mechanism is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device alarmed with a s321 (motor error-pmc, left) service alarm code. The pump was returned to the biomedical department with an unsigned note that stated alarms malfunction s321. No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse patient events and no reported delays of critical use. During testing at the user facility after the device was powered on, the device alarmed with a s321 service alarm code. Though requested, no additional info was provided.